Event description:
Customer received a false positive troponin t result for one pt sample. Initial result run from the primary serum tube gave 0.135 ug per l. Sample repeated on same analyzer gave < 0.01 ug per l. A second sample obtained from this pt was tested on the same analyzer resulting <0.10 ug per l. The false positive result was not reported. It is laboratory protocol to repeat all positive troponin t results for pts with no recent troponin t result history.

Manufacturer narrative:
Pre-analytics can be considered as the most likely root-cause. This has been discussed with the customer who is not willing to change this as issues observed are rare, and no pt risk exists due to the fact that all positive troponin t results are repeated. The investigation for this case is ongoing.